Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 339 mg/dl with small/trace ketones. The bg level was addressed with a bolus via the pump. The alarm was cleared and insulin delivery was resumed.